Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, however the guidewire got stuck. The guidewire could not be removed as normal, it could not be removed at the same time because it could not be pulled out. The device was replaced, and the procedure was completed without patient complications. The device is not expected to return for laboratory analysis since it was discarded in facility.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was not returned with the original guidewire inserted. Functional testing was performed, and a wire was able to be advanced and withdrawn through the catheter with no issue. The catheter's array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the event of a stuck guidewire was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: based on all the available information boston scientific determined there was no device problem detected. The returned farawave was analyzed, passed all tests performed and analysis did not reveal any failures within the product.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, however the guidewire got stuck. The guidewire could not be removed as normal, it could not be removed at the same time because it could not be pulled out. The device was replaced, and the procedure was completed without patient complications. The device is not expected to return for laboratory analysis since it was discarded in facility. It was further reported that the patient information is unavailable per customer/account, but over 18 years old. It was used a starter guidewire, batch number 9671298. No issues observed with the guidewire during preparation and no tissue was seen at the tip of the catheter or guidewire. The guidewire was within the catheter when the catheter was removed and no other catheter malfunctions were identified.